Manufacturer narrative:
H10. D10. Concomitants - product information: 6722509 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5; 6634351, 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t; 6066846, 200-02-32 - three peg patella 32mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 1 year, 3 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.